Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is unresponsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version t. Advised biomed the touchscreen is an orderable part and provided the part ID. This investigation is ongoing.

Manufacturer narrative:
Per gfe response, it was confirmed that the touchscreen was replaced to resolve the reported issue. The defective parts have been returned. No further information regarding patient use was obtained. Once device evaluation is complete a report will be submitted